Event description:
The customer reported that the sys displayed filament regulator failure messages. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep was unable to duplicate the reported issue but performed ma calibration. The sys was tested and found to be working as intended and put back in svc.